Event description:
Novathreads pdo barbed were implanted on (B)(6) 2022. On (B)(6) 2022, patient complained of tenderness two months prost-procedure. Patient was on vacation and could not go to the practitioner's office. Provider prescribed antibiotics. Tenderness subsided. (B)(6) 2022 patient came back to the facility with the current problem: an area of skin which is like a superficial ulceration but no evidence of infection. On the same side 2 pdo threads were sticking out of the skin. (B)(6) 2022 provider received feedback from novathreads medical director: "it looks like the thread is puckering the skin causing the dimple" june 3, 2022 provider confirmed patient was doing fine after thread removal. Patient didn't need a follow up appointment nor additional treatments.